Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, customer fell causing the pump screen to damage. Customer was unable to read the pump screen due to the shatter. There was no adverse impact to customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.